Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation; the customer's report was duplicated and attributed to the analog board. The analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation for further evaluation; the customer's report was duplicated and attributed to an open fuse on analog board. Analysis for reports of this type has not identified an increase in trend.